Event description:
The bronchoscope could no longer be guided smoothly through the tube, and the view was distorted. Due to the curvature, the bronchoscope did not respond as expected. The bronchoscope could not be removed through the tube. Everything had to be removed from the patient together. This posed a risk to the patient. Analysis revealed a defective bronchoscope after use. Before the bend, it is completely flattened and obviously defective. On (B)(6) 2026, additional information was received from customer that the patient was quickly reintubated. Nevertheless, there was a critical drop in spo2. After reintubation, the patient recovered immediately. Due to his physical condition, he had no oxygen reserves. After extubation, the patient was in good condition.

Manufacturer narrative:
Verification of the bending functionality of the returned sample was performed by activating the bending control lever upward and downward. The returned sample was able to bend in both directions with no abnormalities. It was not possible to verify the reported failure from the returned sample, as the returned sample was able to pass through the ett and out from end of ett smoothly during verification test. However, deformation of the insertion cord was observed on the returned sample. Based on the investigation results, the possible cause of the reported failure could be due to resistance encountered during the procedure (e.g., interaction with patient anatomy) in combination with withdrawal of the scope under bending activation, which may have caused the scope to become stuck in the et tube. Production, technical team and quality control have been made aware of this feedback via quality alert.